Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The other device listed in this report: cat # unknown, lot # unknown, description: unknown mitch head, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon reported that he had a patient, who had been implanted with an exeter stem in 2007 and was revised. The case was completed successfully. Update: company rep has indicated that the surgical delay was 1-1.5 hours.

Manufacturer narrative:
An event regarding revision involving an exeter stem was reported. The event is confirmed based on the intraoperative event pi for a related pi stating: "the surgeon reported that he undertook a cement in cement revision of an exeter stem (g1867666). Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon reported that he had a patient, who had been implanted with an exeter stem in 2007 and was revised. The case was completed successfully. Update: company rep has indicated that the surgical delay was 1-1.5 hours